Event description:
I use the dexcom g7 cgm to monitor my blood sugar and adjust my insulin delivery via my tandem x2 insulin pump. On 9/29 I attempted to insert a new dexcom sensor, but ended up with 3 failed sensors when the wire didn't inject properly and instead looped back up and out of the sensor. This had happened to 4 sensors so far this year. Dexcom is trying to limit replacements to 3 sensors per year, but this is a defect not caused by user error. Luckily I got all of mine replaced since insurance doesn't allow for extras, but it took a few emails to get them all. My insulin pump cannot function fully without a cgm and this could result in over delivery of insulin when my blood sugar is dropping. Pt code: 4582, device code: 2292. Ref reports: mw5177557, mw5177558, mw5177559, mw5177560, mw5177561, mw5177563.